Manufacturer narrative:
Article citation: anaplastic large-cell periprosthetic lymphoma of the breast: could fibrin be an early radiological indicator of the presence of disease? Daniele la forgia1, marco moschetta2, alfonso fausto3, daniela cutrignelli4, rosalba dentamaro1, liliana losurdo1, arianna maiorella4, maurizio ressa4, anna scattone5, michele telegrafo2, aurelio portincasa6. The events of lymphoma - alcl- suspected, seroma, lymphadenopathy, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Literature article "anaplastic large-cell periprosthetic lymphoma of the breast: could fibrin be an early radiological indicator of the presence of disease?" D reported against the left side. 10 months after implantation pain in left side associated with lump in the left axilla. In the left axilla, enlarged lymph nodes were found, with inhomogeneous signal intensity and a maximum diameter of 2 cm. Periprosthetic fluid. "Cytological examination of the subcapsular fluid and microhistological sample of the tissue confirmed the diagnosis of bi-alcl". No confirmation of cd30+ or alk- has been provided. The status of the device is unknown.